Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The the dimensions of the left atrial appendage (laa) was orifice 26 mm, landing zone 21 mm and depth of 42mm. During procedure, it was very difficult to perform the transeptal puncture and positioning of the release system, the anatomy of the laa was very angled and turning the release system was complex. The device was recaptured twice. The close criteria was not fulfilled and in transesophageal echocardiography (tee) the device did not look well positioned but in fluoroscopy the device showed well positioned and decided to release the device. The device compression was in the shape of a tire. After the release, the device was embolized to left atrium. The physician tried to recapture the device via snare but it was not possible and the patient had sent to surgery. The physician mentioned the cause of embolization was the difficult anatomy of the laa and not easy to access. The patient was reported stable throughout the procedure and at the time the device was attempted to be recaptured. On 22 february 2024, it was reported the patient passed away. The physician mentioned the case of death was surgical intervention of the patient, likely related to the procedure and the patient¿s comorbidities.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization upon release and patient death was reported. Information from field indicated that it was very difficult to perform the transeptal puncture and positioning of the release system during procedure, the anatomy of the laa was very angled and turning the release system was complex. It was reported that the close criteria was not fulfilled and in transesophageal echocardiography, the device did not look well positioned but in fluoroscopy the device showed well positioned and it was decided to release the device. The device embolized upon release from cable. Percutaneous snaring was not successful and surgical removal was performed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the physician mentioned the cause of embolization was difficult anatomy of the laa and also mentioned that case of death likely related to the procedure and the patient¿s comorbidities. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.